Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify rewind anomaly due to pump error 38 alarm. Device received with battery issue and had high sleep current due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had trace pointers are invalid. The customer¿s blood glucose was 184 mg/dl at the time of incident. Customer reported that they got low battery alarm. Customer reported that they was clear alarm. Customer reported that they were not able to rewound the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.